Event description:
It was reported that a rapidcross pta 2.0mm x 150mm x 170cm  balloon was used to treat a moderately tortuous, moderately calcified lesion with 100% stenosis in the mid posterior tibial artery. It was reported that  a 6 fr cook non medtronic sheath and a 014 choice non medtronic guidewire was used. Embolic protection was not used. The balloon was inflated with a non medtronic inflation device. Half/half contrast /saline inflation fluid was used. The device was prepped per IFU. The device passed through a previously deployed stent. The balloon burst at 8 atms on the first inflation. Distal portion of balloon remained in vessel upon retrieving and goose neck snare was utilized to attempt retrieval. Detachment occurred upon removal attempt. The break/fracture occurred at the balloon. The detached portion of the device remained in the patient. The procedure was completed by placing a 4.0 cook zilver stent in peroneal up to tpt to prevent proximal portion of balloon from embolizing/migrating. No further patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis the customer returned six images. Images 1,2 3 show a rapidcross device with the distal section of the balloon and the distal inner missing. Image 4 shows device labels which indicates that a rapidcross device 2.0x150mm ((B)(6)), lot number: b320808 was used. Images 5 6 shows 2 deployed stents in a patient¿s vasculature with a guidewire going through one of the stents. Product analysis the rapidcross balloon device returned coiled in a plastic bag in its shelf carton inside two biohazard bags. Lot number on carton label: b320808. Device was decontaminated with cidex opa solution soak and tergazyme soak. The rapidcross balloon catheter was received with the proximal section of the balloon present and approximately 120mm of the balloon missing, and the distal section of the inner shaft detached from the catheter at the rx joint medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.